Manufacturer narrative:
H6: investigation summary a complaint of the female luers being discolored was received from the customer. A photo was provided by the customer for investigation. It was observed that the female luer was discolored. The customer complaint was confirmed. A device history record review for model 10011865 lot number 22119190 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The probable root cause for this defect is the sterilization process.

Event description:
It was reported that the bd alaris extension set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: reported that on 4/7, it was identified that pall filters found were noted to be discolored at the female hub. No harm was noted to any patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris extension set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: reported that on 4/7, it was identified that pall filters found were noted to be discolored at the female hub. No harm was noted to any patient.